Event description:
It was reported that during procedure, t2 cannot be deployed. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
One (B)(4) fast fix 360 curved needle delivery system device returned. A segment of loose suture was returned. The end was cut. T1 and t2 were absent. The delivery needle was slightly twisted toward the right. The delivery curve has been flattened out. The depth limiter was re attached reversed. Symptoms are consistent with difficulty in reaching desired anchoring location. The device still cycled and actuated properly despite the needle damage. No root cause related to the manufacture of the device was confirmed.